Event description:
During a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The reference vessel diameter was 3.0 mm. The 4.00 x 16 mm taxus express2 drug eluting stent was being advanced in the non-tortuous vessel and the physician felt resistance. Upon removal of the stent catheter, it was found that the stent was separated from the balloon. The procedure was successfully completed with another 4.00 x 16 taxus stent. No patient complications were reported.